Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection revealed that the lens was in two pieces. Haptics were observed complete with no visible defect. Also, the sample had residuals (debris/particles) and what appeared to be hardened viscoelastic were observed. The lens condition is consistent with a lens that was explanted from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Returned to manufacturer date is corrected to 02/23/2015 in initial MDR. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure, from the patient's left eye, due to the patient experiencing debilitating dysphotopsias. The lens was replaced.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.